Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-dec-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jul-25 regarding a patient receiving gablofen (2000mcg/ml at 900mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient's caregivers claimed no benefit from the therapy was achieved despite device/drug titration for effect. The managing hpc titrated drug dosage regularly to achieve desired effects with no success. A baclofen pump malfunction was noted and there was a potential catheter dye study on an unknown date. Both the pump and catheter were explanted and replaced with new products of the same model. It was unknown if the issue was resolved at the time of report. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive - no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump identified no anomalies. Analysis of the catheter identified damage to the transition tube and identified that the collet was not fully locked in place. If information is provided in the future, a supplemental report will be issued.